Manufacturer narrative:
E1: name and address: street: (B)(6). Phone: (B)(6) g4: PMA/510k # ¿ pre-amendment . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, when the user opened the package of a filiform double pigtail ureteral stent set, the stent broke just by touching it. Another same device was used to complete the procedure. There were no adverse effects to the patient reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, when the user opened the package of a filiform double pigtail ureteral stent set, the stent broke just by touching it. Another same device was used to complete the procedure. There were no adverse effects to the patient reported. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), and quality control procedures. One filiform double pigtail ureteral stent was returned for investigation. The returned stent was in two pieces with the point of separation being a straight cut. A review of the device history record found no non-conformances. A review of complaint history records shows no other complaints associated with the complaint device lot. The relevant manufacturing documents were reviewed, and it was concluded that the stent shape was adequately inspected during quality control. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. The cause of the break was not able to be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.